Manufacturer narrative:
An event regarding pain and alleged metal sensitivity reactions to a ceramic head was reported. The event was not confirmed. Device history review indicated that all reported devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review of the complaint database indicates that the event was previously reported in 2012 for this patient and custom made titanium exeter stem. Based on the information available the event could not be confirmed, nor could a root cause be determined. The patient reported that she has an allergy to nickel chromate and also to cobalt and methylhydroquinone, (an accelerator used in acrylic monomers). The exeter titanium stem does not contain any cobalt, chrome, nickel or methylhydroquinone. The alleged reactions may be originating from the acetabular components, or, maybe a latent problem from the previous implants the patient had - prior to the revision procedure in 2010 at which the devices reported in this event were implanted further information such as x-rays, operative notes, follow up notes and patient history are need to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and / or insufficient information was received by stryker orthopaedics.

Event description:
The (B)(6), reported to stryker (B)(4), that they were contacted by a patient who advised them that she will be undergoing a hip revision procedure on (B)(6) 2014.

Event description:
(B)(6) reported to stryker (B)(4), that they were contacted by a patient who advised them that she will be undergoing a hip revision procedure on (B)(6) 2014.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s.